Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 6 MDR's filed for the same patient (reference 1825034-2013-03230 & 2014-01248/-01321/-01322/-01323/-01324). This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-01248).

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel reports patient allegations of personal injuries. There has been no reported revision procedure. This report is based on allegations set forth in patient&#38112;complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a left hip revision on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, dysfunction, loss of range of motion and elevated metal ion levels. No revision has been reported for the right hip.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel reports patient allegations of personal injuries. There has been no reported revision procedure. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a left hip revision on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, dysfunction, loss of range of motion and elevated metal ion levels. No revision has been reported for the right hip. This report is based on allegations set forth in patient&#38112;complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted the left hip revision took place (B)(6) 2013.